Event description:
The patient came in reporting instability and the cause of the instability is unknown. The surgeon revised all components to competitor components almost 1 year and 7 months after primary. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10 march 2022. Lot 1910683: (B)(4) items manufactured and released on 22-jan-2020. Expiration date: 2025-01-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved: batch review performed on 10 march 2022. Gmk-sphere 02.12.0023l femoral component sphere cemented # 3+ l (k140826) lot 2000502: (B)(4) items manufactured and released on 28-apr-2020. Expiration date: 2025-04-14. No anomalies found related to the problem.to date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.0034rp patella resurfacing # 2 (k090988) lot 2000629: (B)(4) tems manufactured and released on 12-mar-2020. Expiration date: 2025-02-24. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.1203l tibial tray fixed cemented # 3 l (k090988) lot 1908619: (B)(4) items manufactured and released on 06-apr-2020. Expiration date: 2025-03-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.